Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. From the document review performed, no manufacturing deficiencies were noted. Based on the medical judgement received, the patient had very poor-quality tissues which were related to the tear. As such, the cause of the event can be traced to patient condition.

Event description:
The manufacturer was notified of an intraoperative explant involving carboseal ascending aortic prosthesis through device tracking. Based on the information available, a carboseal ascending aortic prosthesis ap-027 was attempted to be implanted as follows: the surgeon was doing a bentall procedure (valve/aortic root replacement). Sized for a carboseal 27 (ap-027). Put the sutures in the annulus in the normal fashion, followed by putting them through the sewing cuff of the valve. Lowered it down into place and started tying it in on one side. When the surgeon began tying the valve in on the opposite side, a pop was felt. Through inspection, it was noticed that the lvot on the left size had been torn and there was then a hole. As such, they had to remove the carboseal, repair the tissue and at that time decided to implant a graft (terumo gelweave), followed by a top hat aortic valve s5-025 inside the graft to keep it supra-annular and away from the repair on the heart as well as the graft anastomosis. The patient recovered fine and has since been discharged home. Based on the medical judgment received, the patient had very poor-quality tissues which were related to the tear.